Event description:
A patient reported low inaccurate results with a surestep meter. In 2001, patient was discharged from a rehabilitation center where patient was staying after having a heart attack and a stroke. On the day of the event, patient's blood glucose was 19mg/dl and 17mg/dl on the ss meter at around 2:30pm. Patient was transferred to ER where patient's blood glucose was 243mg/dl on hospital meter of unknown brand. Patient did not report experiencing any adverse events. No medical treatment was administered to patient at the ER. No further information has been reported.